Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The analog board will be replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.